Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving an appropriate shock. During review, the device could not be interrogated. They tried several times but it did not work to review the egms or to do any tests. The device directory was full, therefor they cleared it. The patient received multiple shocks. No malfunction suspected, and the clearing of egm resolved the issue.